Event description:
Initial reporter indicated that their dell handheld "screen freezes upon interrogation and reinserting the flashcard resolves the issue and it reoccurs." MFR is pending receipt of the product for analysis.